Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified the weight of the device within specification and a deformation. Clouds and voids in the gel were observed after the autoclave disinfection cycle. Based on the device analysis, the final assessment is no issues found with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange due to patient concern with the product, "capsular contracture," baker grade unknown, "increased risk of alcl," and "breast pain."

Event description:
Healthcare professional reported right side texture to smooth exchange due to concern with the product. Patient representative later reported ¿capsular contracture requiring bilateral capsulotomy,¿ baker grade unknown, ¿increased risk alcl,¿ and ¿breast pain.¿ device has been explanted.